Event description:
The patient reported feeling strange sensations by a lead, and noted having a sore chest two mornings in a row. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3058 implantable neuro generator, (B)(6) 2012; 3093-28 implantable neuro lead, (B)(6) 2012; 3037 neuro programmer. (B)(4).